Event description:
Technician alleged that the brakes are not holding. No injury.

Manufacturer narrative:
Technician found the brakes were old and worn. The technician replaced all brake casters to resolve the issue.